Manufacturer narrative:
(B)(4). Date sent: 9/17/2024. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracic wedge resection, they went to fire on the tissue, got half way through firing, and the stapler got stuck on tissue. They reversed the knife blade, and verified that indicator was pointing towards the rear of the gun, but could not open the jaws. The firing trigger was able to be moved but was not doing anything. They tried prying the closing handle open abut ended up breaking that. So they had to cut the stapler out. They had to suture the lung closed. Case was able to be completed. No additional patient harm.

Manufacturer narrative:
(B)(4). Date sent 10/7/2024. D4 batch #516a87. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with the closure trigger broken and returned along with the device, the jaws were in partially closed position and with one gst45t reload loaded in the device. The reload was received partially fired 1/2 and with damage on cartridge deck. After further evaluation, the device could not be opened. Also the device was returned with the anvil knife slot damaged, the device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. No functional test was performed due the condition. The event reported was confirmed and it is related to improper use of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at finished good quality assurance. The damaged on the knife is consistent with applying a high force to the firing trigger on a locked device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 516a87, and no non-conformances were identified.